Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 359.219; lot: 9564235; manufacturing site: (B)(4); release to warehouse date: october 15, 2015. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. The inserter for titanium elastic nails is used with a hammer guide and locking slide hammer for insertion of titanium elastic nails (ten) and stainless-steel elastic nails (sten). The inserter is also used in end cap insertion and removal. This information is provided per the elastic nail system technique guide. Customer quality investigation: the following investigations were performed: broken. Device condition: visual inspection performed at customer quality on the returned inserter observed breakage of the blue handle on the inserter. The handle was broken into two separate pieces. The breakage was observed near the proximal end at the location of handle shaft diameter change. Furthermore, witness marks consistent with impaction were noted on the handle both at the regions proximal to handle breakage and around the head portions of the device. No new issues were identified on the remaining portions of the device. The cracked condition of the device was not able to be confirmed. Instead, with the broken condition identified, the overall complaint condition is consistent with the reported complaint condition. Therefore, the complaint condition was confirmed. Document and specification review: a review of the current design drawing and the drawing revision at the time of manufacture (september 2015) was performed: top level and handle. The handle design was modified to improve impact resistance to hammer strikes and material was changed from ppsu blue-301 to pom-c blue-502. This device was manufactured prior to the design/material changes. No dimensional analysis is applicable due to post-manufacturing damage. Review of the device history record showed that there were no issues at the time of manufacturing of this device and its sub components that would contribute to the complaint condition. No nonconformance reports (ncr) were generated during the production of this device. Only top level of the device history record was reviewed as sub-components are not lot tracked. However, upon visual inspection there is no indication that the material would have contributed to complaint condition. No definitive root cause was able to be determined however, based on the witness marks; it is likely that the complaint condition is a result of errant hammer blows. Conclusion: the overall complaint condition is confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Therefore, based on the investigation findings, no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the sterile processing department (spd) found a cracked elastic nail inserter. There was no patient and procedure involvement. Upon manufacturer receipt and investigation, the device was determined to be broken. This report is for a inserter for ti elastic nails. This is report 1 of 1 for (B)(4).